Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on march 20, 2020 with lot number 1263754. Analysis of the returned device identified; underweight, broken shell and others and creases fold. A visual and microscopic analysis was performed which identified; missing shell (50-75%), crease sharp broken on posterior and stress marks. Based on the device analysis the final assessment is: broken crease sharp on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive.